Manufacturer narrative:
Product ID 377775, lot# n0039146, implanted: (B)(6) 2005, product type: lead. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 355029, lot# n0041802, implanted: (B)(6) 2005, product type: accessory. (B)(4).

Event description:
It was reported that the patient had to recharge more than expected for the last couple of weeks. The charge used to last for months but was now being depleted in a day or two. It was noted that the patient was using the "same amount of power" or less. There were no falls or trauma noted. The patient felt the stimulation was working, but it was not covering everything like it used to. Additional information was requested, but was unavailable on the date of this report.